Manufacturer narrative:
Siemens has completed an investigation of the reported event. During the investigation, it was determined that there was no system failure or malfunction. The analysis of the log files indicates a release of system movements, in particular, a movement of the c-arm. A movement command was executed by activating the joystick and increasing to maximum speed. Unintentional movement can be avoided by taking operating consoles or control modules away from the system. Additionally, the system is equipped with a "stop movement" button. By pressing this button, all movements of the systems are blocked. No further actions will be taken at this time as the system is operating according to specifications.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a patient was injured during a procedure on the artis q floor system. While the patient was being removed from the system table, the operator leaned on the c-arm rotational drive causing the c-arm to strike the patient in the head. Additionally, while the operator attempted to intervene, she sustained an unknown injury to the hand. We are unaware of any impact to the state of health of the patient involved.